Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn: (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor was intermittently resetting. The cause for the resets was isolated to the j101 sd card holder on the monitor c/a board. The sd card holder was defective and was unable to latch the sd card, resulting in intermittent sd card communication and intermittent monitor resets. The root cause for the defective j101 sd card holder could not be positively identified. No adverse event resulted from the defective monitor.